Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced detector, calibrated detector. Customer calibrated analytes and ran controls.controls in range.no further action required by field service the most probable cause of the reported event was due to a defective detector. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported detector and intermittent ll errors on start up with their aia-1800 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2016, to address the reported event, which resulted in delay in reporting of bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.